Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels of 512mg/dl. The customer stated that they might have inserted their mio set incorrectly. The infusion set was not expired. The customer treated high blood glucose levels with pump. The customer declined troubleshooting and indicated that they would treat elevated blood glucose with the pump as necessary. The product will not be returned for analysis.